Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the lifevest. It ws reported that the rash may have been caused by a medication that the patient was taking. The patient's physician recommended a cream for the irritation. Follow-up indicated that the rash was healing.